Event description:
Lumex representatives visited facility 2 times and examined involved chair. 2:15 pm- called to the second floor by the charge nurse. Resident was in a recliner in the unit dayroom, against the far wall. Her lap robe was spotted with blood. Resident was fingering her lap robe(which is her normal). Upon examination of her left hand, her 5th digit, above the 3rd joint was bleeding slightly. The exposed tissue was not bleeding as would have been expected. Bleeding was very minimal. Area was cleaned and dressed. Soft tissue, nail and nail bed were missing. Md and ambulance were called and resident was transported to ER. Upon investigation, the chair was examined. In the mechanics beneath the seat the staff found the tip of her finger. It was assumed by the rn that since the resident sits leaning to the left, that her had must have been down the side of the chair when someone either put the chair forward or backward.